Event description:
While inserting a 10/11 trocar on a laparoscopic cholecystectomy, the insufflation valve broke off. All parts were retrieved. There were no adverse effects to the patient. Device was discarded due to gross contamination.